Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the display on the insulin pump is blank. Customer tried changing the battery but it still does not turn on. Blood glucose value is 129 mg/dl. Customer stated that the device has not been dropped, bumped or exposed to moisture. Customer stated the contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged nor corroded. Customer inserted a new battery and the display did not return. Customer was advised to remove the battery for 10 minutes and clean the battery cap; customer states the display did not return. Customer also reported that when he shakes the insulin pump it rattles. Nothing further reported.